Event description:
It was reported that during a da vinci cystectomy procedure, the customer noted that the monopolar curved scissors instrument blades were dull. No missing or fallen pieces were reported. No patient harm, adverse outcome or injury was reported. The surgery was completed.

Manufacturer narrative:
The instrument was returned and evaluated. Failure analysis investigation was unable to confirm the customer reported failure mode. The instrument was placed on an in-house system for latex cut test and the scissors cut cleanly through .006 latex. The blade edges were not damaged. An additional observation not reported by the site was that the tube extension pad printing was removed close to the tube reinforcement ring. Failure analysis investigation concluded that the damage was likely due to mishandling. The endowrist instruments instructions for use (IFU) specifically states: general precautions and warnings handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. The customer reported complaint does not itself constitute a MDR reportable event; however; the damage to the instrument's pad printing found during failure analysis investigation could cause or contribute to an adverse event if the failure mode were to recur.